Event description:
Multiple incidence of one doctors patients returning after cv procedures. Horizon clips have slipped off post-op. Follow-up report indicates that 4 patients were affected over the past year with horizon clip occlusion issues. All patients were subsequently ligated with automatic metal clip applier. One (1) patient had to receive surgical intervention upon readmittance. The first incident date is not known.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. No additional test was performed.(verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured). Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Multiple incidence of one doctors patients returning after cv procedures. Horizon clips have slipped off post-op. Follow-up report indicates that 4 patients were affected over the past year with horizon clip occlusion issues. All patients were subsequently ligated with automatic metal clip applier. One (1) patient had to receive surgical intervention upon readmittance. The first incident date is not known.